Manufacturer narrative:
Continuation of concomitant: sedr01 ipg implanted: (B)(6) 2007.

Event description:
It was reported that during use of the right ventricular (rv) lead exhibited oversensing and inhibition of ventricular pace, unstable impedance, and varying thresholds. Isometric movements were unable to reproduce the measurement issue. It was also reported that since (B)(6) 2016 on annual follow up visits artifact ventricular high rates were noted. Clinical action is planned but not yet taken. The rv lead remains in use. No patient complications have been reported as a result of this event.